Event description:
The customer stated that the insulin pump gave multiple motor error alarms. No damage to the drive support cap noted. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump gave a motor error alarm during the basic occlusion test due to a protruded / loose drive support disk. The motor passed the motor test. The insulin pump had a missing end cap sticker.